Manufacturer narrative:
Annex a code updated investigation results: one mz1000 sample was received without packaging for investigation; no connecting product was returned to assist the investigation. The customer reported that the maxzero immediately disconnected from a terumo set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and bd stock products remained secure; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23125401 or 23125027. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needleless connector disconnected the following information was received by the initial reporter with the following verbatim: it was reported that when the sureplug ad infusion set (80050084) was connected, it was disconnected immediately after the connection. Supplemental ebina: when the male luer of terumo's sureplug ad infusion set with gf filter_sa-ptf303umz was connected to the female side (mixing part), it was disconnected immediately after connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.